Manufacturer narrative:
Product analysis #297183267:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the axium implant coil and was returned for analysis within a shipping box; within a sealed biohazard plastic pouch and within a dispenser track. The axium implant coil was returned within the introducer sheath. Visual inspection/damage location details: the axium implant coil pushwire was found to be broken but retained by release wire at break indicator. The axium implant coil was found to be already detached. The axium implant coil was found to be stretched and damaged within introducer sheath. The axium implant coil was unable to be pushed out for further analysis as it was found to be stuck within introducer sheath. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. There was no reported issue pushing the axium implant coil out from within the introducer sheath. Therefore, it is possible the axium coil became damaged upon removal from within the introducer sheath; however, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that an axium coil was found stretched. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the internal carotid artery (ica) c6 segment with a max diameter of 6 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the axium coil was unpacked and hydrated. The coil was stretched and then it was replaced to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received that there were no issues that resulted in the damage that was found.